Manufacturer narrative:
Date rec¿d by MFR : 29aug2019, date of report : 30aug2019. The manufacturer's field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The touch screen assembly was returned to failure investigation (fi) for evaluation. Touchscreen was received with cracked or shattered glass. Due to the damage, no additional testing is required and the touchscreen will be scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: : 05/28/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered.